Event description:
The pt experienced a loss of therapeutic effect on their right side. Impedance measurements showed >3600 ohms. The lead appeared to have a break. The lead was replaced and no injuries were reported. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).